Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient got the replacement, she started having an issue where it was taking hours to charge the neurostimulator (ins). It was taking longer and longer and longer. The patient put all her equipment components in a box and sent it to the manufacturer without calling anyone.